Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state "fracture, breakage, migration, or loosening of the implant" are possible adverse effects. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event, see also 1032347-2015-00259.

Event description:
It is reported on (B)(6), 2015 the patient was implanted with a 14 inch pectus bar and one elongated stabilizer. The patient was revised on (B)(6), 2015 due to dislocation of the pectus bar. During the revision the patient was implanted with a 14 inch pectus bar and two elongated stabilizers.